Event description:
It was reported that the procedure was treating a mildly tortuous, moderately calcified, concentric, 100% stenosed, de novo lesion in the mid left anterior descending coronary artery. During use of the 2.0x20mm tenku rx balloon dilatation catheter, the balloon ruptured at 6 atmospheres during the first inflation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: hyperion; stent: kaname. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku rx balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.